Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600040 chronic catheter allegedly experienced subcutaneous leak without embolization and failure to infuse. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and one electronic photo has been returned to the manufacturer for evaluation. The investigation confirmed for burst and leak, however, unconfirmed for failure to infuse. As per the photo review, damage could not be observed. The issue was determined to be use related. The device is labeled for single use. H10: device code (1074 - burst container or vessel and 1601 - stretched) h10:g4 h11: h2, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600040 chronic catheter allegedly experienced subcutaneous leak without embolization and failure to infuse. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.